Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement section h-6 health effect - clinical code: 4581 incision enlargement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when trying to place the dcb00 model intraocular lens (iol) it was not possible and there was patient contact. When the injector was checked under a microscope, the tip was crushed. The incision was enlarged to place the same iol into the patient¿s ocular dexter (right eye) using a different injector. The reported issue was not due to use error. Patient outcome post-procedure was reported as unknown as the doctor does not know the final result because the patient has not had his last post-operative checkup. The injector is available for return however the iol is not as it was implanted. No further information is available.

Manufacturer narrative:
Additional information: section h-3: device evaluated by manufacturer: yes device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided photos were evaluated. The photos display the suspect cartridge, and the cartridge tip can be observed to be deformed. Due to no product being received, no further evaluation could be identified, and no further issues could be identified. Complaint issue "cartridge tip cracked/damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.